Manufacturer narrative:
Philips service replaced the table power supply and provided a workaround solution. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system shut down during a coronary procedure due to a table power issue on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.